Event description:
It was reported that a lead safety switch (lss) occurred with this pacemaker system due to a right ventricular (rv) lead pacing impedance (pli) measurement that was less than 200 ohms, which was out-of-range (oor). Isometric testing could not reproduce any noise when set to unipolar sensing configuration. No adverse patient effects were reported. Currently, this lead remains in service.